Event description:
It was reported that the defective product overtemps right away. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.